Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. The returned sample was visually evaluated per specification. It was noted that the needle was broken in half. At the site of the break, the needle is also slightly bent. The sample and all available information were forwarded to the manufacturer for further evaluation. Based on the results of the investigation, the data does not suggest that the reported issue resulted from a defect or malfunction of the product during the manufacturing process. However, the potential for mishandling during use cannot be wholly excluded. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during a spinal for a repeat c-section, the tip of the spinal needle broke off in the patient. The anesthesiologist noticed the tip missing when he pulled the spinal needle out, he could not retrieve it. Patient was intubated, the baby was delivered by c-section. Patient was taken to CT for a scan, and neurosurgeon was able to surgically retrieve the retained needle tip.